Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 340 units. Reportedly, the cartridge was filled with 500 units of insulin. The customer reloaded the cartridge but was unable to obtain an accurate fill estimate. Blood glucose level was 198 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.